Manufacturer narrative:
The neurostimulator was analyzed and no anomalies were found.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative reported he was sending the device in the mail.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015, crts 3318714: the patient reported a gradual whole body reaction including sores, itching, and nerve ending pain; none of which were healing. It is unknown if an allergy was confirmed; however, an infection to include (B)(6) and staph, mites, and environmental factors have been ruled out. The patient was seen by two dermatologists and an allergist. The only thing left to do was to rule out the materials of the device. A list of material specs was sent to health care professional. Follow-up was being conducted to determine cause and resolution of reported issue. Indication for use included spinal pain and complex regional syndrome type 1. (B)(6) 2016, 47261(telemetry), mpxr 313741, 314856: the manufacturer representative indicated that it was unknown what had led to the issue, as the patient had developed rash/ sores on various parts of the body, was questioning if it was an allergic reaction. The patient had a follow up appointment with the physician. The issue was not resolved, and explant was planned for (B)(6) 2016. It was later reported, on (B)(6) 2016, that the patient had a complete explant. The patient stated that the scs system might have been giving her "sores all over her body" which was the reason for having the device removed. The patient was under the care of multiple dermatologists that did not definitively stated that the scs system was the cause of the sores. The patient noted having a melisa allergy test conducted by an allergist, immunologist, and internist and indicated that she was "alergic to everything." The explanting physician made note, prior to the case, that there were no sores in the area of the scs system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.